Manufacturer narrative:
In the case description, the user mentioned that their controller screen became grey and they couldn't see anything on the screen. On turning on the returned controller it was noted that the lcd display was completely distorted and could not be read. No physical damages or defects were observed on the lcd. Tapping the screen resulted in vibrations, indicating that the touch functionality of the screen was still functioning as intended. The back covers of the controller were removed and the internal components were inspected. No damages or abnormalities were observed. Investigation of the returned device was able to confirm the defective lcd screen, however the exact cause of the defect could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported paramedics and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was seen by the paramedics with hypoglycemia. The patient's blood glucose levels reached 53 mg/dl while wearing the pod for an unknown amount of time. The patient was treated with jelly, apple juice and a granola bar, and also took there vitals the patient was released the same day and did not go to the hospital. The pod was worn when seeking medical attention.